Event description:
A discrepant falsely depressed thromborel(r) s prothrombin time (pt) inr result of 0.00 (flagged as "no clot") was obtained on a patient sample. The patient result was reported to the physician. The sample pt result was discordant with the activated partial thormboplastin time (aptt) result reported on the same sample. Patient treatment was altered on the basis of the discrepant falsely depressed pt inr result. The patient heparin treatment was altered and the change in treatment is alleged to have contributed to a brain bleeding injury. There is no report of death to the patient as a result of the discrepant falsely depressed pt inr result or treatment change.

Manufacturer narrative:
The cause of the discrepant falsely depressed thromborel(r) s pt inr result is user account error. There was no indication of malfunction of the siemens bcs(r) system. A prolonged pt result with 'no clot' was incorrectly converted by the customer's lis software into an inr of 0.00. The false inr result was reported to the attending physician without logic evaluation by the customer: - a prolonged pt cannot result in a 0.00 inr (prolonged pt results in high inr values) - the reported 0.00 inr does not match a prolonged aptt measured from the same sample(s) - a 0.00 inr is not a plausible result as this result is not in accordance with any patient presentation (extremely high thrombotic risk). The lis software is not a siemens product, only the coagulation analyzer bcs is a siemens device. The issue is not commensurate with a public health risk as it is linked to this specific analyzer-lis connection. Ongoing investigations point to an issue with a modified connection interface by the lis service person. The account failed to properly evaluate the result prior to release to the physician. Siemens healthcare diagnostics has instructed the account to correct the settings on their lis. The customer has corrected the data files as an immediate correction. The bcs(r) system instruction manual defines the no clot error as: "reaction time cannot be calculated. The measurement did not display a specific course of reaction so no reaction time could be recorded." It also states: "the result of at least one basic assay is no clot or invalid and cannot be used for further calculation." The incident remains under investigation by siemens healthcare diagnostics. Our ongoing investigations point to an issue with a modified connection interface by the lis service person.